Event description:
It was reported that the patient was admitted at night on (B)(6) 2025 due to an acute circulatory shock situation. The log files were retrieved and showed a sudden decline in flow. A computed tomography (CT) scan was performed, and no obvious outflow graft occlusion was detected. The patient was intubated in the intensive care unit (ICU) where they passed away due to hemodynamic problems following the circulatory shock. The pump was explanted, and an autopsy was to be performed but results would not be provided. Additional information was provided that the reason for the sudden decrease in flow was an outflow graft obstruction (ofg). No images were available. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, the account reported they were due to an outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6)2024 through (B)(6)2025. Estimated flow ranged from 3.7 - 5.1 liters per minute (lpm) from the beginning of the file through 03:56:45 on (B)(6)2025. Multiple low flow hazard alarms were captured between 07:27:53 through 08:08:15 on (B)(6)2025. Estimated flow ranged from 2.2 ¿ 2.4 lpm during these events. Following this timestamp, a partial recovery in estimated flow was captured, ranging from 2.8-3.2 lpm. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.